Manufacturer narrative:
This MDR is related to ge healthcare. The ge svc rep re-seated the image intensifier and camera connectors. The system is operating as intended.

Event description:
The customer reported that the system quit creating images on the monitor. Only a small bright circle was visible at the center of the screen. Another c-arm was brought into the or to complete the hip pinning. There was no injury to the pt.